Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report of the plunger not being able to be pushed in was not confirmed. Based on the investigation findings, the device was deployed successfully and performed according to specifications. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the plunger incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional neuroradiology procedure. Reportedly, when attempting to push the plunger in, it would not move. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.